Manufacturer narrative:
Note: product reference (B)(4). Is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file, number 37026272 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar confirmed complaint was reported on the batch released in march 2024. Summary of investigation: no device, no x-ray picture were returned for investigation. - raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred after 10 months of implantation. Conclusion: it is not possible to conclude on the exact root cause of this catheter rupture it is worth noting that: - no other similar complaint was received on this batch. - the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a very rare incident with celsite access ports. No actions plan is foreseen at this time.

Event description:
Patient with implantable catheter in CT with signs of fracture of the implantable catheter in the right pectoral with remnants of this located in vascular structure directed to the right lower lobe.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file, number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the batch released in march 2024. Summary of investigation: the device and x-ray pictures were transmitted for investigation. Transmitted information analysis: the catheter was implanted for 10 months. X-rays pictures review: the proximal part of the catheter and the connection ring are still connected to the access port housing. A rupture of the catheter is visible at the level of the costo-clavicular pinch. The distal part of the catheter is separated and has migrated into the heart. Visual inspection of the returned device: access port housing. Blood traces were present. Several puncture marks were visible on the silicone septum. Catheter. The first part of catheter corresponds to the proximal part of the catheter which was still connected to the exit port cannula of the access port housing. It measures around 7,1 cm. The extremity has ovalized, pinched, and irregular rupture facies. This proves that the catheter was pinched, crushed at this level. The distal part measures around 9 cm. The extremity has ovalized, pinched, and irregular rupture facies. This proves that the catheter was pinched, crushed at this level. Dimensional measures: the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. Root cause: the conducted investigation indicates that the catheter was crushed in the costoclavicular space, and repeated compression led to catheter rupture, consistent with pinch-off syndrome. The device analysis confirmed this root cause. Conclusion: the device evaluation confirms that the rupture of the catheter was due to the pinch-off syndrome resulting of the implantation trajectory of the catheter. This incident is not imputable to the device quality or performances. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. It is a rare incident (0.001%, not imputable to the device). No actions plan is foreseen at that time.

Event description:
Patient with implantable catheter in CT with signs of fracture of the implantable catheter in the right pectoral with remnants of this located in vascular structure directed to the right lower lobe.

Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but it is similar to the product reference cleared under #: 510k130576. Device history record: batch record file, number: 37026272 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the batch released in march 2024. Summary of investigation: 2 pictures and x-ray pictures were transmitted for investigation. However, no involved device was returned for investigation. Transmitted information analysis: the catheter was implanted for 10 months. X-rays pictures review: the proximal part of the catheter and the connection ring are still connected to the access port housing. A rupture of the catheter is visible at the level of the costo-clavicular pinch. The distal part of the catheter is separated and has migrated into the heart. Picture review: blood traces were present. The catheter and the connection ring are still connected to the access port housing. A rupture is located approximately 6cm distal to the connection site. The ruptured extremity appears to show a pinched facies, suggesting the catheter was crushed at that location. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our catheter's manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the performed investigation allows to conclude that the catheter rupture was due to the pinch-off syndrome: the catheter was crushed in the costo-clavicular space and repeated squeezing has led to catheter rupture. This is a well-known complication of the access port implantation, not imputable to the device quality. IFU specifies several recommendations concerning the positioning of the catheter during implantation to avoid this phenomenon. IFU give recommendations to avoid this type of events. Conclusion: the rupture of the catheter was due to the pinch-off syndrome resulting of the implantation trajectory of the catheter. This incident is not imputable to the device quality or performances. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. It is a rare incident (0.001%, not imputable to the device). No actions plan is foreseen at that time.

Event description:
Patient with implantable catheter in CT with signs of fracture of the implantable catheter in the right pectoral with remnants of this located in vascular structure directed to the right lower lobe.